Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. Pump was received with detached end cap. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test due to detached end cap. Unable to verify prime alarm and rewind anomaly due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and plastic fell off from the around the drive support cap. The blood glucose was 76 mg/dl at the time of the incident. When he rewound the pump and began to put the reservoir the plastic where the drive support cap is came off and it keeps giving him an compromised force sensor system alert and rewind message. Customer declined troubleshooting for the compromised force sensor system alert. Customer advised to replace the insulin pump and to follow their medically prescribed back up plan. The device will be returned for analysis.